Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The literature article entitled, "s-rom hip prosthesis: 10- to 14- year results" written by damon c. Adamany, md, joel r. Politi, md, and walter h. Hauser, md published by ortopedics 2008; 31 (3) https://doi.org/10.3928/01477447-20080301-01 posted march 1, 2008 was reviewed. The article's purpose was to evaluate the results of 55 srom femoral components in 45 patient at 10 to 14 years postoperatively. Twelve patients (15 hips) were lost to follow up. Although article depuy products utilized: srom stem, srom cup, mop bearings. Adverse events: infection (treated by revision), dislocation (treated by successful closed reduction and no further dislocations), pain (treated by revision to cemented implant and no further complications)